Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated for record complaint (B)(4) on 12-may-2025. Device history record (DHR) review: the lot 6006697 was manufactured according to the work instruction (wi) version 78 on 17-apr-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded. Trending: a query was run in database on 12-may-2025 against harm code no malfunction based on complaint information, malfunction code no malfunction describe and lot 6006697 and no more complaint has been registered in database for the same lot 6006697, harm code and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production, only one complaint received on the lot in question and harm code, the test on reference samples were not tested since a no malfunction related to the infusion set was reported, therefore no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to the emergency room (ER) and eventually got hospitalized on (B)(6) 2025 due to diabetic ketoacidosis. The patient's blood glucose level was not coming down after changed set and pump bolus which led to increased thirst and vomiting. The blood glucose level was 569 mg/dl at the time of event and the patient got treated with insulin shot. The patient was admitted in the hospital for greater than twenty four hours. The trace ketones were present with value 3+. No further information available.

Manufacturer narrative:
E1: patient city - (B)(6), patient country - united states.